Event description:
The trilogy evo ventilator was returned to the manufacturer's service center for evaluation. On device evaluation, the reported issue of a ventilator service required alarm was duplicated during an operational check. A ventilator service required error code e-384 was noted in the error log indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors. The flow sensor was replaced to address this issue. Since dirt was observed on the flow sensor and flow path contamination was observed when the error code e-384 occurred, additional components specified for replacement in cases of flow path contamination were replaced. Besides the aforementioned flow sensor, additional components replaced were the muffler assembly, blower assembly, air inlet foam filter, particle filter, filter cover, blower bellows seal, blower mount, proportional valve, blower cap, dual rim cup, blower chassis plate, tubing system pca, tubing blower chassis, fio2 tubing kit, low flow o2 tubing, 3-way solenoid valve, flow o2 connector, outlet side panel, fio2 housing and system printed circuit board assembly. After repair, the device passed final testing and was confirmed to operate properly.